Manufacturer narrative:
If explanted, give date: not applicable as to date the lens remains implanted and therefore not explanted. (B)(6). The intraocular lens (iol) is not returning for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
The account reported that a foreign body was found on the intraocular lens, model pcb00 in the eye. The surgeon suspects it is a broken part of the pcb00 plunger. There were no delay in procedure and no surgical/medical interventions required. There was no indication that the lens was removed and replaced. The account indicated that the actual pcb00 injector is available for evaluation.

Manufacturer narrative:
Device available for evaluation: yes, returned to manufacturer on 8/20/2019. Device returned to manufacturer: yes. Device evaluation: the returned pcb00 device was received in a plastic bag. The plunger was advanced for delivery and found locked and functional. The pcb00 device was observed under microscope and no traces of viscoelastic were observed in the cartridge. Directions for use includes the following: completely fill the viewing window with ovd (ophthalmic viscosurgical device). The lens was not included as part of the returned product. There were no damages observed on the assembly. There is no visible gap. The pcb00 insertion device was disassembled to have a view of the inner parts including nut, pushrod, plunger and upper/lower body parts. There is no indication of damage on the inner parts of the pcb00. The reported customer suspicion of a broken part of the pcb00 plunger was not verified. Customer indicates foreign body has been sent to pathology for further confirmation. However, there is no further information received regarding the foreign body. Manufacturing record review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. The search revealed no additional investigation request (ir) for this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information received indicated that the customer had sent the sample to pathology for further confirmation of the foreign body. However, it was confirmed that the pathology report noted no particles found. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.